Event description:
It was reported to boston scientific corporation that a hydrogel coated percuflex drainage catheter was used in a "stenting" procedure performed on (B)(6), 2011 (patient ID, age, gender, and weight are unknown). According to the complainant, the bladder side of the stent was torn when it was being advanced through the external urinary meatus with the positioner. The procedure was successfully completed with another hydrogel coated percuflex drainage catheter. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be 'good.'

Event description:
It was reported to boston scientific corporation that a hydrogel coated percuflex drainage catheter was used in a "stenting" procedure performed on (B)(6), 2011 (patient ID, age, gender, and weight are unknown). According to the complainant, the bladder side of the stent was torn when it was being advanced through the external urinary meatus with the positioner. The procedure was successfully completed with another hydrogel coated percuflex drainage catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'good.'

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. The proximal end of the stent was torn from the suture hole to the proximal end. The tear is consistent with those caused by the suture. The suture was not present with the return. Because the tear occurred while advancing the stent, the most probable root cause for this complaint is operational/physiological context. It is not possible to determine how the suture became detached, therefore the most probable root cause for the suture detachment is undeterminable.